Event description:
The user facility reported that a marker band had dislodged from a supera stent delivery catheter following a stent placement procedure. Additional info included the following: the physician encountered difficulty while attempting to advance a stent delivery catheter through 7-fr guiding sheath; the physician replaced the supera stent delivery catheter with a second of the same device; while advancing the second stent delivery catheter, the physician observed that there was a marker band "dislodged from the previous catheter;" after deploying the stent, the physician successfully retrieved the detached marker band by inflating a 4-mm balloon inside the marker band; and reportedly, there was no harm to the pt.

Manufacturer narrative:
(B) (4) - cannot confirm without evaluation of the involving guiding sheaths. Results: based upon evaluation of user facility info; based upon testing of reverse samples. Conclusions: based upon testing of reverse samples. The involved device was not returned for evaluation and neither the product code nor lot number is known, which significantly limits the investigation. Therefore, the investigation was based on evaluation of user facility info and rep reserve samples from random lots. Visual inspection of reserve samples did not reveal any abnormalities or defects and all samples passed functional testing. Although the cause cannot be definitively determined, there is no evidence that the reported marker band separation was related to defect or malfunction of the sheath. Therefore, this report is being submitted as a precautionary measure because the guiding sheath was in use at the time of the reported event. All available info has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B) (4).